Manufacturer narrative:
Describe event or problem; corrected data; supplemental MDR #1 inadvertently omitted information that was known prior to submission.

Event description:
It was reported that the patient was referred for surgery to address the high impedance. The lead was later replaced and was reported to be discarded due to the explanting facility's policies. No additional or relevant information has been received to date.

Event description:
The explanted generator has been received and analysis was approved. Both interrogation and system diagnostic tests were performed, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A review of the internal identified that recorded lead impedance values had fluctuated between normal values and high impedance throughout implant life. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's device. Neck and chest x-rays were ordered but have not been reviewed by the manufacturer to date. The patient's device was disabled due to the high impedance. The patient's generator was later replaced, and lead impedance was found to be ok with the new generator. The explanted generator has not been received to date. A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.